Event description:
I underwent lasik (wavefront by alcon) in (B)(6) 2019, performed by dr (B)(6) located in (B)(6). Prior to lasik, I had only a light script and never wore contact glasses - I was only near sighted. At my initial consult, I received brief testing and was told I was a candidate for lasik. I was not informed that I had larger pupils, the type of lasik procedure I was getting, and never informed of the full extent of side effects, and neer met with the surgeon until the day of the procedure while on "vicadin". Post-op, I immediately experienced symptoms of blurriness, graininess, loss of vision, and a hazy film. I was informed for the first time and ever that I received the wavefront procedure as opposed to contoura. For approx 5 months I continued to present to dr (B)(6) with worsening symptoms, to which I was dismissed by him every single time and was told that everything was healing and looked great and that there was nothing more he could do for me. My symptoms worsened, I missed countless days of work due to the symptoms, and I could no longer bear the symptoms - I demanded a second opinion. I presented to (B)(6) eye institute ((B)(6)), to which they performed countless tests that were never performed by dr (B)(6) office. I was told my right eye was undercorrected, and the left eye was so badly covered with aberrations that it was unclear as to what the condition of the left eye was. I was put on steroid drops to help heal the left eye - I presented twice more to (B)(6) eye institute, to which I was informed that the right eye undercorrected; the left eye - was overcorrected and I am now nearsighted for the first time in my entire life; dr (B)(6) test results, numbers and comments are not consistent with my persistent complaints and condition of my eyes; now require glasses with a higher prescription than prior to lasik; the aberrations of the left eye were not present prior to lasik; and I will require add'l procedures to revise / correct what dr (B)(6) did. I recently developed eyelid drooping and swelling due to my eyes straining so much to see. I continue to suffer from severe vision loss, "halos", migraines, swelling / drooping of the eyelids, depression and anxiety to my vision and accompanying symptoms, blurriness, a hazy / glare-like film over both eyes, heaviness of the eyes and eyelids, graininess. (B)(4).